Event description:
According to the distributor, the pt has to press the buttons several times for the pump to respond.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.